Manufacturer narrative:
If implanted; give date: not applicable as there was no indication lens was implanted. If explanted; give date: not applicable as there was no indication lens was implanted; therefore, not explanted. Device evaluation: the intraocular lens was not returned for investigation s it was destroyed. The customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records were reviewed. The production order was manufactured according specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Historical analysis: a search of complaints revealed that no other complaint has been received for this production order number. Based on the results of the investigation, no product deficiency was identified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged and destroyed. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.